Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends. Based on this data, the product is performing as intended and no product issues were identified. A review of labeling concluded that the issue is adequately addressed. Return material was not available. A retained kit of prism hcv, list number 6a52-48, lot number 55289li00, (which was tested instead of complaint lot 39388li00 which had expired) was calibrated and the calibration met instrument specifications. The positive run control value met control specification and was in the typical range. To evaluate analytical sensitivity, additional 4 replicates on each subchannel of sensitivity panel member and of the positive run control were tested. The panels and positive run control values met specifications and the results were in the typical range. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv (B)(4) and hcv (B)(4)). The seroconversion panel results were compared to prism hcv test results provided by zeptometrix. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not adversely affected. Additionally, a review was performed for non-conformances and deviations associated with the affected reagent lot. This review did not reveal any events or issues that may have impacted the performance of the lot number in relation to the complaint issue. Based on this investigation, it is determined that prism hcv assay kits, lot numbers 39388li00 and 55289li00 are performing acceptably. An investigation on the abbott prism, list number 06a36-10, serial number (s/n) (B)(4) was performed. An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of historical records. The service history for prism s/n (B)(4) was reviewed and identified no service-related issues that could have contributed to this complaint. A review of complaints for the abbott prism instrument did not identify any additional complaints nor was there an increase in complaint activity. A review of the abbott prism operations manual determined adequate instruction is provided with respect to this complaint issue. The results of this investigation indicate there is not enough information to reasonably suggest a malfunction. No issues were identified that indicated a product deficiency and no additional product issues were identified. Based on this additional investigation, the abbott prism instrument is performing acceptably. Additional event information was provided om 0/06/2016 and has been documented.

Event description:
Additional archived sample testing results were provided, as follows: information provided 04/06/2016: archived sample (B)(6): the platelets and erythrocyte mass from the blood donation were provided for transfusion. On (B)(6) 2013: prism hcv: (B)(6). Retested using the roche cobas method on (B)(6) 2016: (B)(6). Confirmatory testing as follows (date note provided): immunoblot: (B)(6). Hcv core ag: (B)(6). Architect anti-hcv: (B)(6). Innotest anti-hcv: (B)(6). Archived sample (B)(6): the platelets and erythrocyte mass from the blood donation were provided for transfusion. On (B)(6) 2013: prism hcv: (B)(6). Retested using the roche cobas method on (B)(6) 2016: (B)(6). Confirmatory testing results have not been provided.

Manufacturer narrative:
Additional information was provided for archived sample testing on (B)(6) 2016. This additional information does not impact the previously reported product evaluation.

Event description:
Additional archived sample testing results were provided, as follows: information provided 04/25/2016: archived sample ID (B)(6): the platelets and erythrocyte mass from the blood donation were provided for transfusion. On (B)(6) 2016: confirmatory testing as follows: (B)(6). Archived sample ID (B)(6) the erythrocyte mass from the blood donation was provided for transfusion. (B)(6).

Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(4) a follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6), which also tested (B)(6), while using the prism hcv assay. During a retrospective review of archived samples the blood donor was thawed and retested using the roche cobas method and a (B)(6) was generated. The following data was provided: (B)(6). No impact to any recipients of the blood products has been reported.

Manufacturer narrative:
Additional archived sample testing results were provided and is documented. Evaluation in-process.

Event description:
Additional archived sample testing results were provided, as follows: information provided 03/22/2016: archived sample: (B)(6), the erythrocyte mass and fresh frozen plasma from the blood donation were provided for transfusion. On (B)(6) 2013: prism hcv: (B)(6). Cobas method. (B)(6) (date not provided). On (B)(6) 2016: confirmatory testing as follows: immunoblot: (B)(6). Anti-hcv: (B)(6). Hcv core ag: (B)(6). Innotest anti-hcv: (B)(6). Information provided on (B)(6) 2016: archived sample: (B)(6) the erythrocyte mass and platelets from the blood donation were provided for transfusion. On (B)(6) 2013: prism hcv: (B)(6). (B)(6)2016: cobas method: (B)(6).

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended. However, no systemic issue or product deficiency was identified. Correction: (B)(4) is being replaced by (B)(4).